Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose. Blood glucose reading was 50 mg/dl. The customer was stated they ate sandwiches and drunk regular soda to treat low blood glucose. Customer stated that the insulin pump delivered excessive insulin and due to this they got low blood glucose. The customer was assisted with disconnecting during prime or rewind sequence. Advice customer to always complete rewind or load reservoir process before connecting back to infusion set. The insulin pump programming was reviewed it was accurate. Reviewed priming technique the insulin type and concentration was corrected based on health care provider guidance. Advise given to customer was to check the status screen and then visually inspect the reservoir, reservoir was showed same amount of insulin as shown on status review health or lifestyle issues. The customers last blood glucose reading was 55 mg/dl. The insulin pump will not be returned for analysis.